Event description:
A biomed engineer reported the laser failed and reflux not available during a procedure. The system was re-booted and surgery was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).